Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (australia) that the patient allegedly had difficulty charging her ipg before losing stimulation. The device would no longer communicate with external devices, as confirmed by the field technical specialist. Reportedly, the physician determined the patient was psychologically unstable and opted to explant the scs system.